Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met; analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was one patient alert for lead failure predictor on (B)(4) 2013. There were two ventricular nst<(><<)>=190 ms on (B)(4) 2013 and (B)(4) 2013. Ventricular short interval count (v-sic)=9017 counts, in 13.57 days, between (B)(4) 2013 and (B)(4) 2013. (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The patient had two episodes of non-sustained ventricular tachycardia (vt). The lead had a high number of short vv intervals, a "peak of pacing impedance," and noise found. The lead was capped and replaced. No patient complications have been reported as a result of this event.